Event description:
It was reported that the ventilator was not giving any output volumes with no audible alarm while connected to ap pt. No pt harm reported. According to the customer, the ventilator did not pass the ventilator check.

Manufacturer narrative:
Na.